Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device displayed a "bridge test failed" message during a shift check. The complainant indicated that there was no pt involvement in the reported malfunction.